Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv defibrillation impedance was steady at approximately 54 ohms through (B)(6) 2015 and rose out of range by (B)(6) 2015. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defibrillation impedance was steady at approximately 67 ohms through (B)(6) 2015 and rose out of range by (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv and superior vena cava (svc) coil lead impedance. It was also noted that the left ventricular (lv) tip to rv coil exhibited high impedance. The rv lead was abandoned in the patient and replaced with a new lead. No patient complications have been reported as a result of this event.